Manufacturer narrative:
A g7 str insrtr threaded shaft, part # 110003452 from lot 435317, was returned and evaluated against the complaint. Visual inspection confirmed a piece of the threaded tip to have fracture from the shaft. The fractured portion was not returned. The fracture is such that a portion of the face of the tip remains intact. The surface of the shaft exhibits light, sporadic scratching. The device has an approximate field age of 5 years. The device was sent to sem lab. An xrf analysis confirmed the inserter material to be consistent with 455 stainless steel alloy. The fracture surface features of the threaded inserter align with those reported. Review of the device history record identified no deviations or anomalies during manufacturing. A supplier DHR was not requested as the rir and sem lab show material conformance, the device shows signs of multiple use, and has a potential field age of approximately 5 years. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the liner, the tip of the g7 straight threaded shaft broke off in the 36mm liner impactor head. Attempts have been made and additional information on the reported event is unavailable at this time.